Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the outer shaft is deformed in the area where you fix the implant. The surgeons experienced problems with the implant and end trial because both turn before the surgeons loosen the knob. There was no patient harm involved or delays reported. This report is for an unknown spine. This is report number 5 of 5 for (B)(4).

Manufacturer narrative:
This report is for 1 unknown spine device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.